Event description:
The customer stated that her meter readings had been lower than usual. While troubleshooting, she performed control tests and received results of 41 and 16 mg/dl. The normal control range was 96-132 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.